Event description:
It was reported the atw35 was used during an unknown procedure. It was reported the device would not fire. This was on first firing of the device. Another atw35 was opened to complete the case. There was no consequence to the patient.